Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that a large amount of yellowish white purulent secretions were seen around the catheter when changing dressing, and the patient's body temperatures rose repeatedly. The patient had a PICC catheter placed on (B)(6) 2018, and dressing for the PICC was scheduled for changing on (B)(6) 2019. The patient did not return to the hospital for dressing change on time. At that time, a little secretion was seen around the catheter. During dressing change on (B)(6) 2019 in the hospital, a large amount of yellow-white purulent secretions were observed around the catheter. Staphylococcus aureus was cultured from the purulent secretions and intraductal blood. The patient was given levofloxacin injection during hospital stay on (B)(6) 2019. After the anti-infection treatment with single-drug, the patient suffered from fever repeatedly, with the body temperature reaching up to 39 ° c. Any fever did not occur any more after the anti-infection treatment with the addition of cefoperazone sulbactam from (B)(6) 2019.